Event description:
In this event, it was reported that thermaseal was used during an endodontic procedure where a root canal was overfilled into underlying inferior alveolar nerve canal resulting in unknown permanent damage.

Manufacturer narrative:
While there is no indication that the thermaseal used malfunctioned, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. We were made aware of this event via the FDA's voluntary medwatch program. (B)(4).